Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 6.507mg/day via an implantable pump. The patient reported that they had a MRI about 2 hours ago and they are seeing service code 100. Motor stall is detected. The patient was redirected to their healthcare provider.